Event description:
Patient underwent a right triathlon total knee arthroplasty with tobramycin-impregnated methyl methacrylate with #4 right femur, #4 primary tibia, with 16-mm csx-3 insert and 35-mm asymmetric patella with a navigation system; skin was closed with absorbable staples. Patient was readmitted with infected hematoma of the knee, underwent an excision of nonviable tissue, removal of multiple foreign bodies, evacuation of the hematoma, and split thickness skin graft. The foreign bodies were discarded.